Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Re-programming was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was possible non-detection of the atrial arrhythmia which caused the device to pace at the upper tracking rate. It was also reported the atrial lead displayed under-sensing on the atrial channel and far field r waves were noted. The device and lead remain in use and no further patient complications have been reported as a result of this event.